Manufacturer narrative:
Evaluation: unknown as investigation is in progress.

Event description:
During a fenestrated graft procedure, a perforation of the left renal artery was noted. Post graft procedure, a perforation of the left external iliac was noted. The left external iliac was stented with an additional zsle limb, covering the left hypogastric artery to seal off the perforation. The left renal artery was too far out to stent so a balloon was used for angioplasty. It was undetermined how the perforations occurred. That night the patient was returned to the operating room for a second intervention. The zenith fenestrated aaa endovascular graft distal bifurcated body had thrombosed off the abdominal aorta. The physician performed thrombectomy in the abdominal aorta within the fenestrated graft. The patient left the operating room with restored flow to the vessels. Approximately 2 weeks later, the patient expired (exact date of death not provided by the reporter). Per the physician, this patient experienced some bowel ischemia post graft placement. The pathology at the user facility sent the physician a dye stained slide from this patient's distal bowel/rectum vasculature. The slide contained what the physician described as a "curley q" shape within the vasculature. The physician is questioning whether this could be hydrophilic coating off the device. The patient expired.